Manufacturer narrative:
Postage paid label was sent to retrieve the unit for further investigation and the request for unit return was made. A root cause has not been determined. It has not been confirmed if the device caused or contributed to the reported incident. However, due to the customer reporting hospitalization and receiving medical treatment, this medwatch is being filed.

Event description:
The consumer reported she received an omron upper arm blood pressure monitor, bp7250, as a gift. The unit was recommended by her doctor. After monitoring her blood pressure for awhile, she sent the results to her doctor. Since they were extremely high readings, her doctor decided to change and adjust her blood pressure medications. The consumer stated that this change in medication resulted in her collapsing and spending 4 days in the hospital to control her blood pressure. She met with her doctor on 2 different occasions after this. She brought in her omron monitor and compared the readings with her doctor's monitor. Her doctor took a reading twice with his unit results averaging 130/70 and the omron device averaging 180/93. Multiple attempts were made by omron to contact the consumer for additional information, but the consumer did not answer. Follow-up calls were made on 1/17/22, 1/18/22, 1/19/22, 1/21/22, 1/24/22, and 1/27/22.

Manufacturer narrative:
A postage paid label was sent to retrieve the unit for further investigation from importer. The manufacturer reviewed the qa test data/shipping inspection data and complaint history for similar issues. No issue/problem was noted during data reviewed by the manufacturer. The risk analysis document was reviewed and similar risk has been analyzed. As of mar 15, 2022, unit was not returned by consumer. The device was not received for evaluation; therefore, a device analysis could not be completed. No further investigation required.